Event description:
It was reported that the customer was experiencing bent infusion sets. The customer stated that he was not receiving no delivery alarms despite the infusion sets not being straight. The customer had previously experienced high blood glucose levels but no longer was. The customer reported having a blood glucose of over 400 mg/dl in the past. The customer declined troubleshooting for his high blood glucose. The customer confirmed that his healthcare provider was making adjustments to his insulin pump settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.